Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt has psychic problems. During depressive modes, he bangs his head against walls. The pt is bilaterally implanted. There is electrode damage of both implant.